Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing and filter extension set was leaking lipids at the connection when lipids are delivered by syringe. There is no report of patient harm.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that lipids were leaking where the tubing connects to the filter tubing.